Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms. Additionally, there was loss of capture at maximum outputs in both bipolar and unipolar configuration. The patient was in atrial fibrillation (af) and had an intrinsic beat therefore, no adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and this product was disconnected from the generator and tested through the pacing system analyzer (psa). Loss of capture continued to be present and a lead fracture was determined. This rv lead was surgically capped and abandoned. A new lead was successfully implanted. No further complications were reported.